Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed prime. The customer stated she did a set change and was rewinding when the insulin pump alarmed. The customer was unable to rewind during troubleshooting, because she had done it twice before. Also, she was unable to bolus, since she cannot do anything with the insulin pump. Customer stated the bolus amount was not recorded in the bolus history. The customer's blood glucose was 7mmol/l. Advised customer that the insulin pump will be replaced and revert to back up plan.